Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information indicates the ipg was repositioned and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.